Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons responded intermittently. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was noted to the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.